Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box and pump history showed two loss of prime events due to unidentified low force two days before the complaint date, and delivery was resumed shortly after. A replace cartridge warning was found 3 days prior to the complaint date and delivery was resumed two hours later. The total daily delivery reflected the user¿s programmed basal rates. Using the returned battery cap and cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy and force sensor calibration reading were within specifications. Bolus delivery exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to a recurring loss of prime issue since (B)(6) 2014. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 32 mg/dl with confusion and cognitive impairment, requiring assistance from third party. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that loss of prime occurred twice with the cartridge in use and the patient remained attached during prime step after loss of prime warning, and allegedly 4 units of insulin were infused. Review of cartridge use technique indicated that the instruction for use was follow. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the patient prime while attached after loss of prime alerts.